Manufacturer narrative:
Complaint conclusion: as reported, during a thoracic aortic surgery, a 10mm x 40mm smart control vascular self-expanding stent (ses) was placed through a non-cordis fenestrated stent, which was implanted at the aortic arch. The smart control ses was originally used as a carotid window; however, the actual stent failed to fully release at the time of deployment, and the stent made an anterior jump forward into the aorta. As a result, an additional 10mm x 40mm non-cordis stent was implanted in the carotid artery to complete the procedure. There were no reported injuries to the patient and the patient was ¿good¿ post procedure. The non-cordis thoracic aorta stent was implanted during this procedure. The target lesion for the smart control ses was the left common carotid artery which had no signs of calcification or tortuosity. The device was stored and prepped per the instructions for use (IFU). The left common carotid artery was selected for access and an unknown 6f catheter sheath introducer (csi) was inserted. A non-cordis .035 super stiff guidewire was used for this procedure. The smart control locking pin was in place during advancement towards the lesion and was removed prior to attempting to deploy the stent. The delivery system was advanced past the lesion and then drawn back into the lesion and there was no difficulty advancing the delivery system through the fenestration. The smart control delivery system was held flat and straight outside of the patient. The stent was fully expanded during deployment and no attempts to remove the stent were made. The device is not available for return. An additional 10mm x 40mm smart control vascular ses delivery system was received and evaluated. The evaluation revealed a kinked/bent condition. The device was not available to be returned for analysis. A product history record (phr) review of lot 18152493 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿stent delivery system (sds)-deployment difficulty-inaccurate placement¿ could not be confirmed as the device was not returned for analysis and procedural films of the reported ¿jump forward¿ was not provided. Additionally, the event was not confirmed through analysis of the non-complaint device received despite the condition of ¿stent delivery system (sds)-kinked/bent¿ noted to the product. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to issue experienced by the customer. However, since there were no problems deploying the non-complaint device from the same catalog, it is likely that procedural/handling factors (stent was deployed through a fenestrated stent instead of a vessel) possibly contributed to the stent jumping forward during deployment. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿when catheters are in the body, they should be manipulated using high quality radiographic equipment. Prior to stent deployment, remove all slack from catheter delivery system (see ¿stent deployment/ procedure¿).¿ as stated in the IFU, 4. Slack removal, ¿advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ also, per the indications for use, ¿the cordis s.m.a.r.t.® control® nitinol stent system is indicated for use in patients with atherosclerotic disease of peripheral arteries, including iliac and superficial femoral arteries.¿ usage of the product other than that indicated in the product's IFU may involve additional risks/issues not described in the labeling. Neither the product analysis, nor the phr review suggest that the issue reported, and the condition of the returned device could be related to the design or manufacturing process of the units. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, during a thoracic aortic surgery, a 10mm x 40mm smart control self-expanding stent (ses) was placed through a non-cordis fenestrated stent, which was implanted at the aortic arch. The smart ses was originally used as a carotid window; however, the actual stent failed to fully release at the time of deployment, and the stent made an anterior jump forward into the aorta. As a result, an additional 10mm x 40mm non-cordis stent was implanted in the carotid artery to complete the procedure. There were no reported injuries to the patient and the patient was ¿good¿ post procedure. The non-cordis thoracic aorta stent was implanted during this procedure. The target lesion for the smart ses was the left common carotid artery which had no signs of calcification or tortuosity. The device was stored and prepped per the instructions for use (IFU). The left common carotid artery was selected for access and an unknown 6f catheter sheath introducer (csi) was inserted. A non-cordis .035 super stiff guidewire was used for this procedure. The smart locking pin was in place during advancement towards the lesion and was removed prior to attempting to deploy the stent. The delivery system was advanced past the lesion and then drawn back into the lesion and there was no difficulty advancing the delivery system through the fenestration. The smart delivery system was held flat and straight outside of the patient. The stent was fully expanded during deployment and no attempts to remove the stent were made. The device is not available for return. Addendum: an additional 10mm x 40mm smart control ses delivery system was received and evaluated. The evaluation revealed a kinked/bent condition.

Event description:
As reported, during a thoracic aortic surgery, a 10mm x 40mm smart vascular self-expanding stent (ses) was placed through a non-cordis fenestrated stent, which was implanted at the aortic arch. The smart ses was originally used as a carotid window; however, the actual stent failed to fully release at the time of deployment, and the stent made an anterior jump forward into the aorta. As a result, an additional 10mm x 40mm non-cordis stent was implanted in the carotid artery to complete the procedure. There were no reported injuries to the patient and the patient was ¿good¿ post procedure. The non-cordis thoracic aorta stent was implanted during this procedure. The target lesion for the smart ses was the left common carotid artery which had no signs of calcification or tortuosity. The device was stored and prepped per the instructions for use (IFU). The left common carotid artery was selected for access and an unknown 6f catheter sheath introducer (csi) was inserted. A non-cordis .035 super stiff guidewire was used for this procedure. The smart locking pin was in place during advancement towards the lesion and was removed prior to attempting to deploy the stent. The delivery system was advanced past the lesion and then drawn back into the lesion and there was no difficulty advancing the delivery system through the fenestration. The smart delivery system was held flat and straight outside of the patient. The stent was fully expanded during deployment and no attempts to remove the stent were made. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18152493 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a thoracic aortic surgery, a 10mm x 40mm smart vascular self-expanding stent (ses) was placed through a non-cordis fenestrated stent, which was implanted at the aortic arch. The smart ses was originally used as a carotid window; however, the actual stent failed to fully release at the time of deployment, and the stent made an anterior jump forward into the aorta. As a result, an additional 10mm x 40mm non-cordis stent was implanted in the carotid artery to complete the procedure. There were no reported injuries to the patient and the patient was ¿good¿ post procedure. The non-cordis thoracic aorta stent was implanted during this procedure. The target lesion for the smart ses was the left common carotid artery which had no signs of calcification or tortuosity. The device was stored and prepped per the instructions for use (IFU). The left common carotid artery was selected for access and an unknown 6f catheter sheath introducer (csi) was inserted. A non-cordis .035 super stiff guidewire was used for this procedure. The smart locking pin was in place during advancement towards the lesion and was removed prior to attempting to deploy the stent. The delivery system was advanced past the lesion and then drawn back into the lesion and there was no difficulty advancing the delivery system through the fenestration. The smart delivery system was held flat and straight outside of the patient. The stent was fully expanded during deployment and no attempts to remove the stent were made. The device is not available for return. Addendum: an additional 10mm x 40mm smart vascular ses delivery system was received and evaluated. The evaluation revealed a kinked/bent condition.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h10. Additional information is pending and will be submitted within 30 days upon receipt.